Event description:
It was reported that on day post implant of the left ventricular (lv) lead, the lead dislodged. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) postmarket clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.